Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-13574. The patient's daughter reported her mother had underwent a surgical procedure on (B)(6) 2010 to have an scs system implanted. During the procedure, the patient had suffered an epidural hematoma and the entire scs system was explanted. The patient was paralyzed from the thoracic level down. It was also reported the patient had regained all motor function as of (B)(6) 2010 and was referred to a pain management physician since she was no longer a candidate for an scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.